Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual testing as well as functional testing cannot be performed as the subject device is not available. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, no excessive force was applied while advancing the coil, there were no difficulties encountered during the procedure that may have contributed to the reported event, and a non-stryker microcatheter was used. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this as reported complaint of main coil broken/fractured during use.

Event description:
It was reported that during the procedure of coil embolization for dural avf(arteriovenous fistulae), after advancement of the subject coil into the microcatheter, it was taken in and out several times. The subject coil cut off inside the microcatheter and the operator was able to remove all part of the broken/cut off coil from the patient anatomy by a snare device. The physician replaced it with a new device. The procedure was completed successfully without clinical consequences to the patient.